Event description:
It was reported that a spectrum pump alarmed after an IV line was loaded and that it was indicated the occlusion detector was the problem. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom which was caused by an under shimmed downstream pusher. An additional shim was added and the pump functioned as expected.